Event description:
It was reported that while using bd maxzero¿ needleless connector, blood returns back in valve. The following information was provided by the initial reporter: "needle free connector malfunction. When the needle free connector is used, blood is returning back in valve. It is also hard to get the syringe stuck to the needle free connector due to sluggish resistance."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 11-jul-2022. H6: investigation summary two hundred and one mz1000 samples were received in sealed packaging for investigation; two hundred samples were from lot 21125529 and one sample was from lot 20045453. The feedback provided by the customer indicates bounceback issues were detected as resistance was experienced when attempting to connect an unknown syringe to the female luer adaptor of the maxzero component. No connecting products were received to assist the investigation in this instance. In order to replicate the customer's experience, five samples from lot 21125529 and one sample from lot 20045453 were connected to a 50ml bd plastipak syringe and flushed with fluid; a secure connection was observed and no disconnections or bounceback issues were identified. A visual inspection did not identify any damage or manufacturing defects which could have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 21125529 and 20045453 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customer¿s experience. The alleged complaint sample was not available for investigation; therefore it was not possible to confirm whether a manufacturing defect may have contributed to the customer's experience.

Event description:
It was reported that while using bd maxzero¿ needleless connector, blood returns back in valve. The following information was provided by the initial reporter: "needle free connector malfunction. When the needle free connector is used, blood is returning back in valve. It is also hard to get the syringe stuck to the needle free connector due to sluggish resistance."